Manufacturer narrative:
The pump was received with intermittent act button response due a flattened dome. No display ramping on its own anomaly noted. The keypad connector was inspected and no anomalies were noted. The pump powered up properly after the battery installation. The pump was received with the operating currents within specification. The pump was monitored and no blank display anomalies, failed battery test or battery out limit alarms were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of battery out limit, failed battery test and button error on the insulin pump. The customer's blood glucose reading was 131 mg/dl. The customer stated that he wore the pump last night and the screen went blank. The customer received mixed messages and the pump shut off. The customer stated that he received a failed battery test as well. The customer was not able to access certain screens due to the keypad not responding. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.